Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by correction via bolus. The event occured 3 or more hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.